Event description:
The account's risk mgr alleged that a pt was restrained as a fall precaution and during restraint/fall rounds, the primary care nurse discovered the pt between the head and foot side rails, with buttocks and extended leg on floor, pt had expired. Account alleged that the pt's back was against the bed, with vest restraint in place around torso (straps intact). Account stated that the cause of death was not determined and that the pt was a terminal hospice pt. Account speculated that the vest restraint, in conjunction with the pt weight hanging off the bed may have cut off the pt's circulation or airway. Account stated that since an autopsy was not conducted, as a request by the pt family, they cannot state the exact cause of death.

Manufacturer narrative:
Tech inspected the bed and found that the bed was functioning properly and the bed was not considered to contribute to the incident. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.